Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were nervous, anxious, and shaky from their stimulation being off because they never had an issue with their device before. The patient stated that they changed the aaa batteries in the back of the programmer and couldn¿t figure out how to turn stimulation back on. Every time the patient would go to increase it, something would happen. The patient stated that their stimulation was off and didn¿t have the lightning bolt present. Troubleshooting steps were performed and resolved the issue. The patient was able to sync the programmer with their implantable neurostimulator (ins), adjust the stimulation down to 0.0v first, and then turn stimulation back on to a comfortable setting. The patient increased stimulation back up to 3.90v and was receiving adequate therapy. It was reviewed that somehow the patient¿s stimulation got turned off, and when there is no lightning bolt present, the programmer wouldn¿t allow the patient to increase the setting without turning the stimulation on first. It was also reviewed that the purpose of decreasing stimulation first before turning on was to prevent any undesirable sensation. Indication for use is spinal pain.